Event description:
Complainant alleged that during inservice training by a zoll sales rep, the device displayed message code "fault 94" when device was powered on and displayed message code "defib fault 72" when attempting to charge. The complainant indicated that there was no pt involvement in the reported failure.